Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced phrenic nerve and diaphragmatic stimulation one day post-implant of the right ventricular (rv) lead. The lead was repositioned from the apex to the septum. The lead remains in use. No further patient complications have been reported as a result of this event.